Event description:
Patient had a foldable biconvex posterior chamber intraocular lens -alcon labs, model sn60d3 restor multifocal iol surgically placed in her left eye for posterior subcapsular polar senile cataract. Thirty-five days later, the same model iol was placed in the right eye. These lenses are advertised as correcting for both near and distance vision, but near vision was much worse after the surgery than before. In addition the lenses caused difficulty focusing both eyes together, so that reading, even with reading glasses, was far less comfortable than previously.